Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('ER cause of pain/ pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vaginal haemorrhage ("vaginal bleeding"), infection ("infection"), fatigue ("chronic fatigue"), nausea ("nausea") and headache ("headaches"). The patient was treated with surgery (essure remove). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain, vaginal haemorrhage and headache outcome was unknown. The reporter considered abdominal pain, fatigue, headache, infection, nausea, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted date of insertion 2008 & 2009. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 07-oct-2020: pfs received. Date of birth was added. Event pelvic pain changed category non-serious to serious incident. New events abdominal pain, vaginal bleeding, infection, chronic fatigue, nausea, headaches was added. Plaintiff address updated, reporter, reporter causality comment was added. On 07-oct-2020: no new information added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.